Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that act button did not respond had to press very hard to get it work. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the rewind was hard to complete and rewind was louder. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.